Manufacturer narrative:
According to the reporter the lens was discarded and is not available for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. A definitive root cause cannot be determined. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that during insertion of an intraocular lens (iol) into the right eye the haptic was broken. The lens was removed intraoperatively. The incision was enlarged from 2.4mm to 2.8mm in size to remove the iol. A second iol of the same model and diopter was successfully implanted. Sutures were placed as part of standard protocol.